Event description:
(B)(4). My pain has been daily. My pain is on both sides, but hurts the worst on the left. My pain migrants from my tubes, pelvic area, hip, and down my right leg. Nothing takes my pain away! Some days I have a hard time walking, try this with four eager children. Some days it's hard to drive my car from the pain. I'm also suffering from ovarian cyst and endometriosis. Y other symptoms have been extreme tiredness, hair loss, forgetfulness, and joint pain. I also have extreme pain during intercourse. I'm also experiencing a period every two weeks. At times I'm unable to use a tampon because something is blocking the area.